Event description:
Clinical narrative: a 64 year old female with unknown comorbidities presented with acute myocardial infarction/cardiogenic shock,(scai staging not provided) for a planned impella 5.5 insertion via the right axillary artery. During the insertion attempt for the impella 5.5, the patient was noted to have small vessels (specific measurement not provided). The impella 5.5 was unable to be delivered over the guidewire and the decision was made to insert an impella cp instead. There were no noted changes in the patients hemodynamic status during this event. The impella cp was noted to be successfully inserted and the patient remains on support.

Manufacturer narrative:
The pump will be returning for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.